Manufacturer narrative:
A sample product was not returned for analysis. Product and complaint history records indicated that lens met release criteria. A root cause is unknown. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a lens was not implanted because it broke. There was no reported patient impact. Additional information was requested.